Event description:
It was reported that the pt had a nasal hinge lens vault with a refractive error. Capsular fibrosis/striae was observed. The lens was explanted and replaced with different model lens of a different diopter. The pt had prior refractive surgery (lasik and enhancement). In the physician's opinion, lens vault and prior refractive surgery were most likely the cause of the refractive error. Reportedly, the pt is doing well.

Manufacturer narrative:
The lens was not returned for evaluation. A sample from the same lot# 7473516 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.